Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy procedure, the vagus nerve was stimulated at 7.0 with no nerve response on the monitor, despite the surgeon visualizing and feeling muscle contraction. Similar issues occurred when stimulating the laryngeal nerves, which were visually confirmed but did not show a nerve response waveform on the monitor. The threshold was at 150, and responses were occasionally observed. Switching stimulus probes and nim vital systems, as well as repositioning the tube, did not resolve the issue. The procedure was completed with the reported product and there was procedure delay of 15 minutes. The nim stimulus settings was between 1.0-7.0 matching the present stimulus value and current delivery. There was no muscle relaxant was used, and despite visual laryngeal twitch, there were no positive visual or audible indicators on the nim vital monitor. The issue persisted despite troubleshooting, but no unanticipated medical interventions were required. There was no patient impact.